Event description:
Upon review, it was determined that we do not have reporting responsibility for this product. The initial report was submitted in error rand should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that the supplier holds reporting responsibility for this product. Therefore, this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The tip of the speedsnare fractured off while retrieving a suture during a bankart stability repair. The fractured piece was retained by the patient.